Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert but was unable to remember the reason the alert occurred. During troubleshooting with tandem technical services (cts), cts identified that the customer delivered a bolus request approximately 10 minutes after the alert. Tandem technical services reminded the customer about the meaning for the incomplete bolus alert. The customer reported a blood glucose (bg) level of 289 mg/dl, and was addressed with a manual injection. A system check was performed with cts, and showed that the pump was performing as intended. Customer was referred to health care provider for possible factors that may affect bg levels. Several hours later, during a follow-up call, the customer reported bg level decreased to 270 mg/dl, and no further follow-up was required.